Event description:
She had to call paramedics due to high glucose readings. She stated that her meter was reading in the 300's (mg/dl), while the paramedics meter was reading in the 100's (mg/dl). It was also discovered the customer was using a meter that should have been returned for evaluation. She had already received a replacement meter. The customer declined further troubleshooting and ended the call.